Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with the alleged issue to perform failure analysis. The instrument had no visible damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Review of the instrument logs found engagement failures including error 22020. Error 22020 is related to the "installed vessel sealer extended failed to engage on arm 4 (wrist pitch axis failed to engage)." The instrument was tested in-house and the instrument initialized and passed engagement 3 out of 3 attempts. The housing was removed, and no visible damage was found. The probable root cause could not be determined based on the information provided. Since the product analysis and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed by the failure analysis engineer. The instrument failed continuity for one of the grips and failed energy delivery in-house. The instrument grips were analyzed using x-ray and it was found that there was a break in the weld at the grip under question, which caused the continuity to fail for that grip. This is a known issue. The root cause will be attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend (vse) involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) could not perform a complete sealing cycle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.